Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for an unknown number of patients involving the laboratory's access 2 immunoassay system serial number (B)(4). The customer had reanalyzed one of the patients' samples (designated as patient 1) on an alternate access 2 immunoassay system serial number (B)(4) three (3) additional times and obtained lower results, within the customer's established normal reference range. The customer did not supply any additional data regarding other patient results in regards to this event. The original, elevated access accutni+3 results were not released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Obtained. Calibration and system check parameters were performing within assay and instrument specifications at the time of the event. Access accutni+3 quality control (qc) was recovering erratically both within and outside of the customer's established ranges during the timeframe the non-reproducible results were obtained. The patients' samples were collected in sodium heparin plasma tubes which were centrifuged for ten (10) minutes at room temperature. The customer did not supply the exact centrifugation speed used to process the samples. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for any of the patients involved in this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered large amounts of air in all three (3) of the dispense probe lines as well as bubbles at the top of the wash pump. The fse replaced the wash valve motor and rebuilt the wash valve. The system was primed and the fse did not observe any further air in the system. A system check, high sensitivity system check, precision test and assay quality control (qc) were performed after completion of the repairs. All verification testing passed within published performance specifications. In conclusion, the wash valve assembly, which consists of the wash valve and motor, is the cause of the non-reproducible access accutni+3 results obtained by the customer. (B)(4).